Event description:
Customer reports their adc device is too hot to hold before and after charging. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. Dhrs for the libre reader were reviewed and kit pack DHR was reviewed for verification of correct cable and adapter. The dhrs showed the libre reader passed all tests prior to release and the correct cable and adapter was a part of the kit pack. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold before and after charging. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage or evidence of fire was observed. Customer returned usb charger with the reader. Open was observed on 3rd pin. Usb/charging cable failed testing. No evidence of customer's complaint was observed. Built-in reader test was performed and all the test passed. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no signs of damage, burn marks was observed. No corrosion was observed. The returned battery voltage was measured to be within range specification. Off-current measured was measured to be within range specification. Reader was also monitored under thermal camera during operation, where no abnormal hot spots were observed. There was no evidence observed that would cause the reader to become ¿too hot to hold" per the customers complaint. The customer did not returned adapter yet. An extended investigation was performed. Visual inspection was performed on the returned de-cased reader and the reader's pcba using a microscope and no issues were observed. Visual inspection was performed on the returned usb(universal serial bus), charging cable and no issues were observed. The reader event log was reviewed, and no abnormal events were observed indicating reader functioning properly. Bench testing was performed on the reader using a digital multimeter. The returned battery voltage was measured to be within range specification. The reader was observed to be powered on normally. Reader internal self-test was performed and observed to pass. A continuity check was performed on the returned usb/charging cable and an open on 4th pin was observed where rx (receive line) was not functioning. Usb/charging cable failed testing. No open was observed on 3rd pin. Off-current measured was measured to be within range specification. Fast draining battery was not observed and power circuit of reader is functioning properly. The returned reader was monitored under a thermal camera when the reader was in the states where no button was pressed however it was connected to battery, button was pressed and reader was connected to battery. Thermal imaging did not reveal any abnormalities. The customer's reported complaint of the reader becoming too hot to hold was not confirmed. Also, bench testing did not reveal any abnormalities with the returned reader, therefore the issue is not confirmed. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. Section d4 (primary UDI number) has been updated. All pertinent information available to abbott diabetes care has been submitted.